Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the wire lumen. Microscopic inspection revealed a burst in the balloon material, 2 mm in length and tip damage. Tactile inspection revealed a kink in the hypotube 2 mm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported information indicates the device was inflated to 10atm; therefore, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, during the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.